Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the mid left anterior descending coronary artery that was moderately tortuous, moderately calcified and 90% stenosed. After performing pre-dilatation, the 3.0 x 15 mm xience alpine stent delivery system (sds) was advanced to the lesion but failed to cross due to the anatomy. A guideliner or a double wire technique was used to help advance the xience alpine sds, but it again failed to cross. Resistance was also felt during retraction of the sds from the anatomy. A non-abbott stent was ultimately deployed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.